Manufacturer narrative:
Based on the available information, the event is deemed serious as the pt has been reported dead and the device was in use at the time of death. Reported to the FDA on (B)(4)2013.

Event description:
Complaint received as follows: a (B)(6) female obese pt suffering from septicemia deceased in an ICU whilst wearing flexi-seal. Cause of death was not flexi-seal but her poor overall condition. The cause of death has been given as 'septicaemia secondary to pneumonia.' The fms device was inserted on (B)(6) 2013 for diarrhea and was removed two hours later on the same day when the pt passed away. The opinion of the health care providers is that the demise of the pt was not related to the use of the device.